Manufacturer narrative:
E1 initial reported phone: (B)(6).

Event description:
It was reported that coating peeling occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 190cm samurai guidewire was selected for use. However, it was noted that the guidewire was peeled. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that coating peeling occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 190cm samurai guidewire was selected for use. However, it was noted that the guidewire was peeled. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1 initial reported phone:(B)(6). Device evaluated by MFR. : the complaint device was returned for analysis. A j-shaped bend was confirmed about 8mm from the tip of the wire, and a gentle bend was confirmed about 94mm from the tip. In addition, a coil pitch gap of about 1.5mm was confirmed about 15mm from the tip. No peeling or other abnormalities were confirmed in the coating. Other parts were also observed, but no abnormalities were found and no problems were found. There was also media attached to the complaint record. The review of the media concluded that the photo attached to the complaint showed portion of the product pouch with label matching the reported batch number. It appears the wire was inside a hoop within the product pouch but there is no evidence of the reported event in the photo. So, the media is not applicable.